Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of a 6.8 x 11.5mm posterior communicating artery aneurysm with a 3.7mm neck width, there was resistance with a prowler 14 microcatheter (catalog/lot unk) during filling with the fourth coil, an orbit mini complex (638mf0410/lot unk), and the coil was noted to be stretched during attempted withdrawal. The surgeon pushed the entire coil into the aneurysm and the procedure was completed with no need for additional intervention. The resistance was felt during advancement of the coil through the microcatheter, and the coil stretched during advancement/repositioning into the aneurysm. It was possible that coil entanglement with previously implanted coils contributed to the coil stretching. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. It was unknown if the microcatheter had been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter or if a one to one relationship between the coil and delivery tube had been verified with fluoro prior to repositioning. There was no report of disruption or reduction of blood flow in the parent artery as a result of the event. There was no report of patient injury or clinically significant delay in the procedure. It was reported that the device would be returned for analysis. A non-sterile orbit mini comp fill 4x10 tdl was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil and the gripper were found outside of the introducer, just the head piece of the embolic coil was found attached to the gripper while the rest of it was not returned. The DHR investigation cannot be performed due to the lot number was not provided. The coil unraveling, resistance and coil entanglement could not be confirmed since only the head piece of the embolic coil was found attached to the gripper. The root cause of the event could not be determined; however, removing a coil that was entangled with previously implanted coils may have contributed to the resistance and stretching. The analysis does not suggest that the failure reported by the customer could be related to the manufacturing process. Handling and procedural factors may have contributed to this event. No corrective action will be taken at this time.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, the manufacturing and expiration dates are unknown. It was reported that the device would be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a 6.8 x 11.5mm posterior communicating artery aneurysm with a 3.7mm neck width, there was resistance with a prowler 14 microcatheter (catalog/lot unk) during filling with the fourth coil, an orbit mini complex (638mf0410/lot unk), and the coil was noted to be stretched during attempted withdrawal. The surgeon pushed the entire coil into the aneurysm and the procedure was completed with no need for additional intervention. The resistance was felt during advancement of the coil through the microcatheter, and the coil stretched during advancement/repositioning into the aneurysm. It was possible that coil entanglement with previously implanted coils contributed to the coil stretching. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. It was unknown if the microcatheter had been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter or if a one to one relationship between the coil and delivery tube had been verified with fluoro prior to repositioning. There was no report of disruption or reduction of blood flow in the parent artery as a result of the event. There was no report of patient injury or clinically significant delay in the procedure. It was reported that the device would be returned for analysis.